Event description:
It was reported on (B)(6) 2026 that the patient¿s infusion sets tape did not sticking.

Manufacturer narrative:
MDR 8021545-2026-19600 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.